Event description:
A malfunction occurred with the device, as reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur, allowing the customer to continue using the pump.